Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences and that the sensor is not reading accurately. Customer also indicated that calibration errors have been received during normal use. The customer indicated that the sensor glucose was 40 mg/dl and blood glucose was 160 mg/dl and another time, the sensor glucose was 300 mg/dl and blood glucose was 46 mg/dl. Troubleshooting advised customer on calibration errors and how to properly calibrate. Customer declined any further troubleshooting.